Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. It was reported that the patient was conscious and in the hospital at the time of the event. It was reported that the patient attempted to remove the lifevest instead of pressing the response buttons. After review of the downloaded data, it was confirmed that the patient received one inappropriate treatment at 19:10:31 on (B)(6) 2015. Motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient went to the hospital and remained on hospital telemetry. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 12/10/2014 - reuse; electrode belt sn (B)(4): 04/10/2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.